Event description:
Patient with closed fracture of multiple ribs on the right side with non-union had major chest wall reconstruction with open reduction and internal fixation - rib plating x 4, vats assistance on (B)(6) 2017. This was a trial of kls plates by surgeon. On (B)(6) 2017 patient returned to the operating room for removal broken hardware ribs 7, 8 and 9 and ribs plating ribs 7, 8, 9.